Event description:
In preparation for an endoscopic band ligation, the physician selected a cook 10 shooter saeed multi-band ligator. While loading the ligator device onto the endoscope, the blue hook separated from the loading catheter. Another method was used to load the ligator onto the endoscope and the procedure was completed with this device. This occurred during the loading process; the loading catheter was not located inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 10 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.